Event description:
It was reported that the low energy system impedance was 130 ohms. The doctor elected to revise the electrode. Now, the high energy shock impedance was 60 ohms. The device remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis yet; therefore, a technical analysis could not be performed. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the low energy system impedance was 130 ohms. The doctor elected to revise the electrode. Now, the high energy shock impedance was 60 ohms. The device remains implanted. There were no additional adverse patient effects.